Event description:
A caller reported experiencing a cgm error 42 related to the g6sensor. The pump initially displayed this error, prompting technical support to provide complete pump reset instructions and guide the caller through the reset process. After performing the reset, the error did not reappear. The issue was resolved successfully as the caller was able to start their sensor session without any further issues. There was no adverse impact to the customer's blood glucose level.